Event description:
Customer reported that the 10 ml syringe from the nasal pack cracked when the surgeon went to use it (minimal pressure applied).

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. As part of our continuous process improvement plan, a random sampling strategy was reinforced for 27 identified batch numbers of syringe in bulk sterile, and the final product inspection was upgraded. The inspection involved (B)(4) samples per lot (total (B)(4) pcs) and confirmed full compliance with product specifications, with no cracked syringes detected. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.